Manufacturer narrative:
The applier was returned and evaluated. No product problem was identified. A review of the lot history found all specs were met. The cartridge used at the time of the reported problem was not returned. Co is unable to determine the actual cause of the reported problem. Mfg has been made aware of this report.

Event description:
Customer reports, cartridge has been lost into the abdomen, becomes detached from the applicator.